Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system and impella 5.5 with smartassist for use during section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported that complications were encountered during impella 5.5 support. Following the initial implant, the pump flipped positioning and attempts to torque the device away from the mitral valve were unsuccessful. The pump was removed to restart the implant process and significant blood loss was observed via the drains. The chest was reopened as the patient became hemodynamically unstable and a perforation was discovered. Blood products were given and the perforation was patched to resolve the condition. The pump was then reinserted successfully. Shortly after, a significant amount of blood was seen in the sterile sleeve. A defect on the hemostatic valve within the repo sheath was suspected. An additional ligature was added to the catheter to prevent further bleeding into the sterile sleeve. Support continued for nine days with the implanted pump following the intervention.

Manufacturer narrative:
The investigation for the product damage, ventricle perforation, positioning issues has been completed. Product not returned for investigation. The cause of the ventricle perforation was most likely use related as the pump was pushed back and forth repeatedly during repositioning. The positioning issue was most likely patient condition related as the patient had pad/pvd and resistance was felt crossing the av. Clinical details states that there was no sterile sleeve damage reported and only bleeding into the sleeve requiring an additional ligature. The cause of the access site bleeding major was not determined since no product was returned for investigation and lack of clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email updated. G1 MFR site name and address updated.